Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise over sensing that appears to be electromagnetic interference (emi) as it is sensed on all leads. There is a more than two seconds pause as the patient has complete heart block. All lead impedances were within normal limits except for two increases on the left ventricular (lv) lead. The crt-d and lv lead remain in service at this time. Reprogramming options were suggested. According to the field representative the patient was having a surgery at the time, so no changes were made. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise over sensing that appears to be electromagnetic interference (emi) as it is sensed on all leads. There is a more than two seconds pause as the patient has complete heart block. All lead impedances were within normal limits except for two increases on the left ventricular (lv) lead. The crt-d and lv lead remain in service at this time. Reprogramming options were suggested. No additional adverse patient effects were reported.